Event description:
The manufacturer was notified on (B)(4) 2015 that the surgeon implanted the memo 3d rechord but he did not remove the yellow suture loops. He was given the memo rechord .when he asked for memo 3d. The surgeon was pleased to be made aware of the removal process for the yellow suture loops but was not concerned to report it as a problem. The patient had a normal recovery.

Manufacturer narrative:
Device still implanted.

Manufacturer narrative:
Result: review of the device history records will be conducted. Device will not be available for evaluation as it is still implanted.